Manufacturer narrative:
Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). User facility report number ((B)(6)) : (B)(4). Jmss is reporting this case as MDR because of the blood loss (~300cc) encountered by the patient and the patient was administered with two liters of normal saline for fluid support and followed by 2 units of packed cells. The actual lot number involved in the event is unknown. We requested for the lot number that the facility is currently using which is 160127341 and 160324341. Based on our reserve sample evaluation and device history record of the lot number provided by the facility, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Based on the review of returned sample, no abnormality such as improper assembly of mini-clamp was observed. Clamp stop test was conducted on returned sample by closing the clamp on tube at 3 different locations and no leakage was observed within 30 seconds for each test condition. Based on our simulation result, we recommend end-user to ensure that the mini-clamp is closed properly during/ after usage. Based on the feedback from the initial reporter, we cannot rule out patient movement or end-user error during usage of clamp. All performance testing indicate no problems with the actual clamp that was used on the patient. Jms will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. We will continue to work with our customers to improve our products quality.

Event description:
Initial report: post hemodialysis treatment, blood was returned and needles clamped and disconnected. Nurse continued to discard hemodialysis lines and upon returning her focus on removing the needles discovered an estimated 300cc of blood found on floor and it was reported that clamp did not close properly. Nurse called for rapid response, patient reported unconscious and code was implemented. Patient received two liters of normal saline for fluid support. Resuscitative efforts where successful. Upon observation of needle it was reported that the clamp did not clamp needle line securely.